Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV¿. Healthcare professional later reported baker grade IV. Healthcare professional then reported baker grade iii. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV¿. Healthcare professional later reported baker grade IV. Healthcare professional then reported baker grade iii. Healthcare professional then reported "there is some shell infolding on patient left along the posterior interior margin" via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed.